Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
Customer informs that when inserting the trocar in the abdominal wall, it made the click as if the blade came out but indeed it retracted so they had to insert it making extract force on the trocar as the blade did not come out. Although there was not adverse report notified there was a risk to causing a lesion on patient due to the extra force made to insert the trocar.